Event description:
It was reported that the ilet user attempted a supply change and did not observe insulin drops after priming due to inserting an empty cartridge, then restarted the process and observed drops but deployed two infusion sets incorrectly by pulling the insets out of the applicator before successfully completing the change with agent guidance and resuming insulin delivery. No clinical symptoms reported. Outcomes included successful restoration of insulin delivery and arrangement for replacement infusion sets via standard shipping. Investigation included troubleshooting and education provided remotely by the agent. Investigation of this case revealed user setup error related to use of an empty cartridge and incorrect infusion set deployment, without device alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge and infusion set handling.